Manufacturer narrative:
Device evaluation of belt (B)(4) has been completed. The reported problem (does not stay connected) was confirmed. Upon evaluation, the trunk connector pins were bent. The cause of the inability to stay connected to the monitor is the bent pins. The root cause of the bent pins is excessive force when mating the connectors while the pins were misaligned. No adverse event resulted from the bent pins.

Event description:
A us distributor contacted zoll to report that a patient's electrode belt would not stay connected to the monitor.